Event description:
It was reported to olympus that the device failed to power on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not duplicated. Also, function inspection, safety test, and visual inspection of each part were conducted, but no abnormality was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.